Manufacturer narrative:
The fse confirmed a diluent leak from worn and pinched tubing from the portion of the vacuum line for the probe wipe through lv8; the line prevented the rinse from being removed. The fse replaced the tubing through lv8 resolving the leak. (B)(4).

Event description:
The customer reported a 1 ml clear fluid leak from the probe of the coulter act diff 2 analyzer while running controls; the customer indicated the probe was dripping on top of the control stopper. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.